Manufacturer narrative:
An event of complete heart block (chb) was reported. Possible contributing factors to heart block after a navitor valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had a prior medical history of right bundle branch block (rbbb) and first- degree atrioventricular block. There was calcification extending from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted successfully at a depth of 4.5 mm on the non-coronary cusp (ncc) and 5 mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right bundle branch block (rbbb) and first-degree atrioventricular block. The length of the membranous septum was measured as 2.4mm. There was calcification noted from the annulus to the subvalvular to left ventricular outflow tract (lvot). The patient went into complete heart block. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown sized balloon. During the procedure, the valve was able to be implanted at a depth of 4.5 mm on the non-coronary cusp (ncc) and 5mm in the left-coronary cusp (lcc). Temporary pacemaker was noted have placed. Post-procedure, a permanent pacemaker was implanted to resolve this event. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.